Event description:
It was reported that after completing the fill cannula step, the pump screen turned off (as expected) and upon unlocking the screen, customer found the pump had initiated the fill tubing step. As the infusion set had been attached to the customer, an additional 2 units of insulin had been delivered prior to the customer disconnecting infusion set cannula from their body. After allowing pump to complete the loading process, customer resumed pump therapy. Customer's blood glucose (bg) was 82 mg/dl and food was consumed to address bg. Tandem technical support reviewed pump history and found that a change cartridge and fill tubing had been initiated a second time after the fill cannula was completed during the initial load attempt. Customer acknowledged information.